Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer changed the infusion set and tried new insulin prior to the event. Troubleshooting was performed and the insulin pump passed the high pressure test and the self test. The programming was correct as well.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.